Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer stated that she changed the battery 3 times, but the insulin pump kept going back to the same screen. The customer stated that she was changing out her insulin pump and was at the fill tubing step when it prompted her to confirm whether she was disconnected from the device. She tried to select "yes," but the display was frozen. The customer's most recent blood glucose was 115 mg/dl. She noted that the time was advancing on the display. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.